Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during drain 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt awoke to their transfer set being disconnected from the pt line of the homechoice set. The home pt capped themselves off and contacted baxter's technical service center who assisted the home pt in ending therapy early. Per the home pt's guardian, no pt injury or medical intervention was associated with this incident.